Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead and extension had abnormal impedances after a fall and the ipg was nearing end of life. Surgical intervention was undertaken, and the system was explanted and replaced.